Manufacturer narrative:
Correction: MDR date of awareness, f6.

Manufacturer narrative:
Uf/distributor report no. : 9615742-2020-01922. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received via medical records on 07jun2022, the patient has experienced mesh extrusion and erosion, chronic pain, back pain, vaginal fistula, inflammation to cause rectal mass, vaginal pressure, bowel problems, urinary tract infections, sepsis, chronic constipation, cystocele, enterocele, fistulas, obesity, rectocele, urinary incontinence, urinary retention, uterine prolapse, vaginal vault prolapse, and required additional surgical and non-surgical interventions.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted the patient has experienced pain, injury, disability, and impairment.